Event description:
It was reported that the suture fix xl anchor was placed in acetabular rim. Upon removal of implant inserter an x-ray was taken. The two prongs on the distal tip of the implant inserter broke off and were embedded in the patient¿s bone. Surgeon attempted to remove the broken piece but it was too far into bone so it was left. Unsure of how the inserter broke. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Definitive conclusions, accurate investigation and evaluation are not possible since product was not returned by customer for evaluation. No further actions pursued at this time. A manufacturing DHR review was performed by investigator revealed no other complaints or non-conformities for this production lot.